Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/21/2016 - phone, 10/21/2016 - voicemail, 10/24/2016 - voicemail. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the stated issue. The anesthesia control board was replaced to resolve the issue.

Event description:
The hospital reported that, during a case, the unit had a reset error. Power was reportedly cycled and resolved the reported complaint. There was no reported patient injury.